Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Crease/folding of implant: observed, creases flat on the device. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Additional observations: deformation observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional additionally reported, against right side "firm breasts" and "any creases".